Manufacturer narrative:
The device was available for evaluation. The device was reported due to intra-operative fracture of the instrument tip. The fractured tip was detected inside the patient post-operatively, and was successfully retrieved. From the provided images of the broken inserter, it can be determined that the set screw constraining the drive shaft to the instrument assembly had fractured. Consequently, the drive shaft and driver tip migrated out of place, and could no longer engage and drive expansion of the elsa-atp implant. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the tip of an elsa inserter was broken during surgery and left in the patient post operatively.